Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left-side rupture and pain. Later, healthcare confirmed rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as surgical damage. No additional observations. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side rupture and pain. Later, healthcare confirmed, rupture. The device has been explanted and replaced.